Manufacturer narrative:
The event logs have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that chemotherapy fluorouracil 2350mg (47ml in 500ml IV) was ordered to infuse at 23.78ml/hr. For 23 hours with volume to be infused 547ml. However, it was reported that the infusion completed in less than three (3) hours instead. The event occurred on (B)(6) 2024. At approximately 0001, the rn entered the room to check on the patient and reportedly noticed that the IV bag was empty. Due to the event, the patient reportedly "became extremely anxious and with tachycardia," and required "transfer to a higher level of care."

Event description:
It was reported that chemotherapy fluorouracil 2350mg (47ml in 500ml IV) was ordered to infuse at 23.78ml/hr. For 23 hours with volume to be infused 547ml. However, it was reported that the infusion completed in less than three (3) hours instead. The event occurred on(B)(6) 2024. At approximately 0001, the rn entered the room to check on the patient and reportedly noticed that the IV bag was empty. Due to the event, the patient reportedly "became extremely anxious and with tachycardia," and required "transfer to a higher level of care."

Manufacturer narrative:
Omit: b17 - device not returned, c20 - no findings available. Additional information: device available for eval?, returned to manufacturer on, device eval by manufacturer? , imdrf annex a,g,b,c and d codes and manufacturer narrative. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the reported issue of an over infusion of fluorouracil was not confirmed during the review of the logs or was replicated during testing of the suspect pump module. Laboratory test results performed on the reported suspect device confirmed the pump module with the incident administration set to be within specification for rate accuracy and was operating as intended, with no signs of unregulated flow observed. Leak test and pumping segment concentricity testing observed no anomalies. The external inspection of the suspect pump module observed no anomalies that could contribute to the reported complaint. The internal inspection of the received pump module s/n (B)(6) observed the air in line (ail) op1 sensor, damaged, but it did not interfere with the functionality and was not identified as a contributing factor for the reported issue. Pcu/pump module error logs showed no error codes associated during the reported timeframe. The customer provided an event date of 06 october 2024, the event time was reported as 0001 pm. The device was initially programmed on (B)(6) 2024 at 9:05 pm, guardrails drug (foscarnet peripheral) 2350mg/500ml (drug ID-112), dose= 1236.84 mg/bsa, bsa= 1.9, rate= 23.7826 ml/h, volume to be infused (vtbi)= 547 ml. At 9:06 pm the infusion was started with the primary volume infused (pvi) = 261.525 ml (infused value is accumulated totals from prior performed infusions). At 11:55 pm, pump was paused pvi 328.519 ml. From (B)(6) 2024 at 11:57 pm to (B)(6) 2024 at 12:38 am the, there was multiple unit selected key presses and operator walk away alarms before the infusion was restarted. The pump module alarmed for air in line (ail) after the infusion was started, followed with the channel off key selected with the final pvi at 331.395 ml. The bd alaris user manual v12.1 with guardrails, troubleshooting and maintenance guide provides the following information: ¿do not touch the administration set while closing the door.¿ failure to follow this instruction can result in infusion rate inaccuracy. To prevent a potential free-flow condition, ensure that no extraneous object (for example: bedding, tubing, glove) is enclosed or caught in the pump module door. User manual ¿ the roller clamp should be closed prior to the set being removed from the pump module or opening the pump module door. These steps should be taken to prevent free flow events. Verify correct primary and secondary infusion parameters prior to starting the infusions. Root cause: the root cause of the reported over infusion of fluorouracil was not able to be identified during the investigation. The returned device was fully evaluated, and no issues or anomalies were observed during the log review and laboratory testing. Note that this report lists imdrf annex a070908, g03005, c02 codes not associated with the reported event but identified as reportable malfunctions observed on the device during investigation are unrelated to the reported issue. These other failures presumptively did not cause or contribute to the reported issue.